Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was noted this right ventricular (rv) lead had loss of pacing. The device was interrogated and they observed intermittent loss of capture (loc) at high outputs. The rv lead was repositioned successfully. No adverse patient effects reported.